Event description:
It was reported that during a hepatectomy the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch #: v95n8p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2022. D4 batch #: v95n8p. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage with the blade tip was intact and not broken off as reported by the customer. The device was connected to a gen11. During functional testing, it was noted that the hand control buttons were nonfunctional. When tested with the foot switch, a reactivate alert screen was displayed. The instrument was disassembled to inspect the internal components and no anomalies or damage was observed that could have caused the alert screen to be displayed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused this issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.